Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly contaminated during manufacture or shipping. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were previously reported during the reporting quarter: however, 1 event was reported in error. 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available for evaluation.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly contaminated during manufacture or shipping. 1 event had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Additional information 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device reportedly contaminated during manufacture or shipping. 2 events had no patient involvement; no patient impact.